Event description:
User experienced discrepant results with proficiency material for gentamicin. The following seven examples were provided. The user is comparing the method mean to a spiked sample value. Sample 1 performed 2007, method mean is 22.075 umol/l, spiked value is 16.9 umol/l. Sample 2 performed 2007, method mean is 5.078 umol/l, spiked value is 3.79 umol/l. Sample 3 performed 2007, method mean is 5.331 umol/l, spiked value is 3.79 umol/l. Sample 4 performed 2007, method mean is 2.33 umol/l, spiked value is 1.91 umol/l. Sample 5 performed 2007, method mean is 1.402 umol/l, spiked value is 1.14 umol/l. Sample 6 performed 2007 method mean is 2.977 umol/l, spiked value is 2.41 umol/l. Sample 7 performed 2008, method mean is 1.453 umol/l, spiked value is 1.15 umol/l. No patient samples were involved. If additional information is received, appropriate notification will be provided.